Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the patient's left ventricular lead could not advance smoothly into the cps aim universal. The lead was damaged so it was discarded and another lead was used. The procedure was completed without any adverse consequences to the patient.